Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that upon testing the cannulated t7 driver, the surgeon found that it wasn't possible to pull the 0.9mm k-wire through as it was bent/twisted. No adverse events were reported as a result of this malfunction. Follow up attempts have been made, however, no further information is available at this moment in time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned t7 driver confirmed the tip is bent and twisted. DHR was reviewed and no discrepancies were found. The root cause of this failure is related to deformation as a result of the design of the device. These drivers have been designed to twist before fracturing of the screw. The driver can still fracture if torque continues to be applied, but this happens only after the driver first twists to give the surgeon an indication of trouble advancing the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.